Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.this report is number 1 of 4 mdrs filed for the same event (also see 0002242816-2013-00144/00145).

Event description:
It was reported, during operative procedure, two plugs were not seated properly due to screw angle. Plugs were removed and replaced without further incident.patient outcome: no adverse effect reported as a result of this event.